Manufacturer narrative:
The root cause category of the alleged wrap being too hot is non-assignable (complaint not confirmed) since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges wrap was too hot. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] a red area, a burn, on his left hip the size of a baseball [thermal burn] , one wrap from the last batch he had must have gotten hotter [device issue]. Case narrative:this is a spontaneous report from a contactable consumer. An 84-year-old male patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: no5283, expiration date: nov2018) from an unspecified date for "some pain by my hip". The patient's medical history was reported as none. There were no concomitant medications. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. On an unspecified date in (B)(6) 2016, the patient reported one wrap from the last batch he had must have gotten hotter because he had a red area, a burn, on his left hip the size of a baseball. The other two wraps from the box were fine. He put the product on around 10:00 am and took it off around 4:00 pm. When he took it off there was no redness. The next morning when he woke up he noticed the redness, the burn. He called his doctor and was told to use neosporin and to go to the emergency room if it did not get better. The neosporin took it down a little. He went to the emergency room and they said he had a bad burn. The doctor said he had heard a lot of times that in these packs there was one bad one and two good ones. He was told to use the neosporin and that it will take 2 to 3 weeks to get better. The patient reported the burn was getting better with the neosporin. The patient stated the product was appropriately packaged and sealed. He mentioned he had discarded the heatwrap. The patient assessed his skin tone as fair. He did not have sensitive skin and denied any abnormal skin conditions. The patient denied having diabetes, poor circulation, heart disease, difficulty feeling heat or pain on his skin, rheumatoid arthritis, decreased sensation and neuropathy. Action taken with the suspect product was unknown. Therapeutic measures taken included neosporin. Clinical outcome of the events was resolving. According to the product quality complaint group: the root cause category of the alleged wrap being too hot is non-assignable (complaint not confirmed) since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges wrap was too hot. The product effect may vary with each individual. Follow-up (03oct2016): new information received from the product quality complaints group included investigational results. Follow-up (04nov2016): follow-up attempts are completed. No further information is expected. Follow-up (28sep2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (25nov2019): this follow-up report is being submitted as a final malfunction reportable MDR. Company clinical evaluation comment: based on the information provided, the events thermal burn and device issue as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events thermal burn and device issue as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category of the alleged wrap being too hot is non-assignable (confirmed not confirmed) since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges wrap was too hot. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] a red area, a burn, on his left hip the size of a baseball [thermal burn] , one wrap from the last batch he had must have gotten hotter [device issue] , . Case narrative:this is a spontaneous report from a contactable consumer. An (B)(6)-year-old male patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: no5283, expiration date: nov2018) from an unspecified date for "some pain by my hip". The patient's medical history was reported as none. There were no concomitant medications. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. On an unspecified date in (B)(6) 2016, the patient reported one wrap from the last batch he had must have gotten hotter because he had a red area, a burn, on his left hip the size of a baseball. The other two wraps from the box were fine. He put the product on around 10:00 am and took it off around 4:00 pm. When he took it off there was no redness. The next morning when he woke up he noticed the redness, the burn. He called his doctor and was told to use neosporin and to go to the emergency room if it did not get better. The neosporin took it down a little. He went to the emergency room and they said he had a bad burn. The doctor said he had heard a lot of times that in these packs there was one bad one and two good ones. He was told to use the neosporin and that it will take 2 to 3 weeks to get better. The patient reported the burn was getting better with the neosporin. The patient stated the product was appropriately packaged and sealed. He mentioned he had discarded the heatwrap. The patient assessed his skin tone as fair. He did not have sensitive skin and denied any abnormal skin conditions. The patient denied having diabetes, poor circulation, heart disease, difficulty feeling heat or pain on his skin, rheumatoid arthritis, decreased sensation and neuropathy. Action taken with the suspect product was unknown. Therapeutic measures taken included neosporin. Clinical outcome of the events was resolving. According to the product quality complaint group: the root cause category of the alleged wrap being too hot is non-assignable (confirmed not confirmed) since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges wrap was too hot. The product effect may vary with each individual. Follow-up (03oct2016): new information received from the product quality complaints group included investigational results. Follow-up (04-nov-2016): follow-up attempts are completed. No further information is expected. Follow-up (28sep2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: based on the information provided, the events thermal burn and device issue as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events thermal burn and device issue as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.